Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, the one staple on the middle of the staple line did not form properly and got partially stuck on cartridge. Nothing was done because the staple line is completed after firing. There was no patient injury. Medtronic's initial evaluation of the incident device found on visual inspection of the returned product noted that the reload was fully fired. Microscopic evaluation noted that the reload had damage to the cutting edge of the knife blade. The clamping mechanism was deformed. Staple pushers were flush with the cartridge. One staple was malformed and stuck in a staple pusher. Functionally the reload was loaded into a post market vigilance instrument, the interlock was overridden, and the reload was applied to test media. Replication of the bowed anvil, deformed anvil clamping mechanism, and partially flushed staple pushers may occur if: application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size.